Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. The image was noisy. Additionally, the bending angle was insufficient due to the elongation of the angle wire. The curved rubber section, as well as the video connector case had scratches, and the adhesive from the curved section was missing. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that their olympus endoeye flex deflectable videoscope was not producing an image during a therapeutic procedure. According to the initial reporter, the procedure was completed using a replacement device and there was no harm to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the defect of image sensor unit or failure of internal board of video connector unit or the system caused the event. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.